Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+3.0/084 diopter, into the patient's right eye (od) on (B)(6) 2017. On the same day and during the same surgery, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a microcentrifuge vial. Visual inspection found no visible damage, and clear residue on the lens. (B)(4).